Event description:
Reporter alleged obtaining a result of 531 mg/dl on the advantage system compared back to back with a result of 198 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that he ate 40 minutes prior to the readings and he took insulin 30 minutes prior to the readings. Reporter stated that he took 20-25 units of insulin after the readings. Reporter stated that he did suffer from hypoglycemia an unknown time later that night but that he was also able to self-treat with orange juice and a (B)(6). No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the advantage suspect device system used. Reference medwatch report with (B)(6) for the aviva suspect device system used.